Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to wear and tear/aging of the device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the processor indicates a problem with the connection to the new generation endoscopes (combined plug). The old endoscopes connected by maj-1430 cable work without any problem. The customer claims that none of the new endoscopes work properly. Sometimes at the beginning of the examination it works fine and then the picture disappears. There was no report of patient or user injury due to the event. This report is being submitted for the reportable malfunction of no image.

Manufacturer narrative:
E1: (B)(6). The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that there was a lot of dust inside, socket was worn, an e315 error (incompatible scope) occurred, an e216 error (scope communication failed) occurred, and the front panel was broken. The main socket and the front panel have to be replaced. The software was upgraded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.